Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy without lymphadenectomy surgical procedure, a fenestrated bipolar forceps instrument was not energizing. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no arcing was observed during the procedure. There were no patient injuries or adverse events reported, and no photographic images or video recordings are available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across one grip tip. There is not obvious damage to the conductor wire(s). The instrument was transferred to the failure analysis engineer (fae) team for additional investigation. Fae confirmed initial findings. The instrument passes energy recognition, however, it failed to deliver energy. The instrument failed continuity test for one of the grips. No obvious damage was seen on the conductor wire at the distal end through visual and microscopic inspection. The housing was removed, and no residue or contamination was found on the energy instrument identification bipolar (eiib) board pins that could cause a break in the circuit for the grip failing continuity. The instrument was disassembled, and it was confirmed that the conductor wire had broken at the proximal end, near the internal hypotube-cable junction. The internal hypotube junction is within the main tube, near where the main tube meets the lower chassis. Breakage can result from pinched or kinked wires during wire routing, and continuous rubbing against the hypotubes during use. Broken conductor wire will be made the new primary code, and failed continuity test will be added as a related code. The probable root cause of the conductor wire being broken at the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires.